Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 50 mg/dl. It was also reported that the pod was making a noise. Symptoms reported include feeling weak and dizzy. The patient was treated with an injection but did not know what it was injected. The patient was released six hours later. The patient removed the alarm prior to seeking medical care due to noise.